Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material at biopsy channel port" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from scope connector. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in forceps channel port. There were no reports of patient involvement.